Event description:
It was reported that the patient was programmed by a manufacturer representative a month after implant. The manufacturer representative programmed groups e and f for ¿upright and etc position¿ and set it so that when the patient sat or lied on his side it went to levels e and f. A couple of days before the report the patient noticed that he lost some programming information, it was just deleted. The patient could still get to group e, but the information did not show as it did when the manufacturer representative programmed it. The patient programmer showed group e and program 1 at 1.70 volts. The patient reported that group e just showed upright position and was not doing anything. The stimulator sometimes worked and sometimes did not because of the position the patient was in. It was noted that adaptivestim was turned on at the time of the report. It was later reported that the cause of the event was determined and it was not device related. The patient needed reprogramming and to ¿set up sensor¿. This took place twelve days after the initial report. There was a 50% or greater symptom reduction. The patient did not lose therapeutic effect or stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).